Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.